Manufacturer narrative:
Concomitant products: 419488 lead implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached premature battery depletion due to high left ventricular (lv) lead threshold. The device was explanted and replaced. No patient complications have been reported as a result of this event.